Event description:
Pt received mulitple inappropriate shocks due to automatic implantable defibrillator/cardioverter (aicd) lead fracture. After investigation of inappropriate shocks, chest x-ray showed "fractured sensing coil". Pt was admitted to the hosp for placement of a new aicd system.